Event description:
General anesthesia for right axial bifemoral bypass. A-line and a pa catheter placed at start of surgery. At the end of the 2 1/2 case the pt developed hypotension and hemoptysis after inflation of the pa catheter balloon. Pt expired in the operating room after receiving 8 units prbc and placement of bilateral chest tubes.